Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was programmed to 70 beats per minute (bpm) with an extended av delay, however, a health care professional (hcp) noted ap followed by a premature ventricular contraction (pvc) that was blanked and then the device and right ventricular (rv) lead paced on a t-wave. Boston scientific technical services (ts) discussed programming options. Programming changes were made. Additional information was received that the patient was admitted to the hospital two days later and telemetry monitoring showed pacing at rate of 110-115 and was suspected to be pacemaker mediated tachycardia (pmt). Ts discussed additional programming options. Programming changes were made and the patient reported feeling fine with the changes. This product remains implanted and in service. No additional adverse patient effects were reported.